Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a button anomaly. Customer¿s blood glucose value was unknown. Customer stated that the insulin pump was not working form last two weeks ago with stuck button and now it¿s completely stopped turning on. The device will return for the analysis.